Manufacturer narrative:
Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing battery tube spring. Pump received with blank display due to missing battery tube spring.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was 175 mg/dl. The customer stated that battery coil came out from bottom of battery compartment. The customer notice issue when changing battery. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.